Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer talisman delivery sheath. During implant it was noted that the right disc of the device took on a deformed shape. The device was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. There were no angulations or kinks noted in the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that there was no angulation or kink noticed in the delivery system or interaction with cardiac structures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Image received from field appered to show device in bulbous formation inside the patient. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.